Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the mobile application and the pump. The customer reported no adverse event. The event involved product(s) unk_fotasoftware. Troubleshooting on reported event confirmed that login issue with carelink was resolved after resetting the password. No harm requiring medical intervention was reported. No product return is required for unk_fotasoftware.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
We did not attempt to reproduce the issue because testing or reproducing it would not provide conclusive results. Instead, the issue was investigated through database application logs. The software support team's thorough investigation of the database application logs found failed login events in the user's sso logs. This suggests that the user was entering incorrect credentials. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the ""sw requirement doc"" field. Issue was confirmed by log analysis. No carelink outages reported during time frame indicated by patient. All recent login activity was successful. Only failed logins date back to early february and were due to failed mfa attempts. Most likely root cause is local networking issues outside of carelink. Especially considering issue self resolved without carelink intervention. Issue confirmed resolved through logs as patient is logged in and uploading. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.